Event description:
It was reported that the customer had experienced low blood glucose level of 49 mg/dl, which was treated with a drink. The customer stated that they were not hospitalized. The customer stated that they received multiple sensor error alarms within two hours, during initialization. The customer calibrated the sensor, while on the phone, and another alarm sounded. A test plug procedure was performed, which passed. During the call, the customer removed the sensor, and they stated that it looked very bent. During troubleshooting a calibration error alarm occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please, see medwatch report 2032227-2014-22253.